Manufacturer narrative:
Complaint allegation is confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion, prying/leveraging, and/or excessive force being used during insertion of the implant.

Event description:
Additional information received on (B)(6) 2024: this was discovered during a chondral lesion in the ankle and lateral malleolus procedure.

Event description:
On 01/17/2024, it was reported by an arthrex subsidiary employee via e-mail that (2) ar-8740-44h standard compressions screws. This occurred during a procedure on (B)(6) 2024 where a hole was drilled with a guide wire in the lateral malleolus with a 3.2 drill bit. When the 4.0 x 44 screw was tightened, the screw broke, it was removed, and another 4.0x44 screw was inserted, which also broke. The surgeon drilled in a new location with gui wires, drilled with a 3.2 drill bit, and inserted a 4.0 x 42 screw, resolving the situation. There were no fragments left in the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.